Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 08march2019 anika received medwatch 5084367 from the FDA. It was reported that the patient experienced pain after receiving an orthovisc injection and missed 14 days worth of xeljanz doses due to the pain. A request was sent to the initial reporter for additional information. The lot number was not reported. There was no report of any malfunction with the device. The status of the patient is unknown.

Manufacturer narrative:
The reported event could not be confirmed. Additional information could not be obtained. The lot number was not provided. A batch record review was not performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.